Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the patient had a coupling problem. It was stated the patient had been trying to recharge and she was not getting any coupling bars. It was reported that the stimulator was turned on, on (B)(6) 2013 and the patient tried recharging two days later. It was noted that 1/4 "of the power was gone". It was noted that the patient had been working with a company representative on (B)(6) 2013 and in person two days later. It was stated that the patient laid down on the device to try to recharge for 3 hours and none of the boxes would "light up". It was reported that it had taken 11 hours to recharge. The company representative advised the patient to get a new recharger. The patient was not able to charge her ins, no boxes. The representative requested to send the patient a replacement recharger. Anomaly appeared to have occurred through product use. It was later reported that patient did not have concerns with their device or therapy. Patient did note that they previously had concerns, but they had worked with their representative and called mdt and all was "ok." Patient additionally noted that their representative is the best they had ever had, and they have had a pump and stimulator for 14 years. It was reported that patient had received assistance from their doctor or representative and their concerns had been resolved. Later, information received reported that no specific issue was attained. No other actions were taken. Additional information received from the consumer reported they were charging too frequently. Ever since the get go, the patient had difficulty charging the implantable neurostimulator (ins). When she turned the therapy on, she only got 3 hours of stimulation and then the battery dropped to a quarter and then it took almost 6 hours to charge it back up again. It was noted the patient had worked with a manufacturer's representative because she was not getting any coupling bards, and now had to wear a belly binder that was very tight in order to get 2-4 coupling bars and then maybe 2-3 hours into charging she would see the thermometer screen that it was too hot. If the patient did not use the belly binder, she did not get any coupling bars. It was noted that the patient had 7 spinal cord stimulators and this was the worst one. There were no symptoms reported. It was noted the patient inquired about guidelines regarding an emg that she would be having because of rectal concerns. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Additional information was received from the manufacturer representative reporting that the patient had poor coupling with 2 bars max. The patient got 6 bars one time and the manufacturer representative was able to get 8 bars but they only lasted a second. The patient only used the therapy for 30 minutes a day due to their issues with recharging. The patient periodically saw the thermometer screen. Impedances were checked and were normal. The antenna locate range was 26-36 and the middle number was ¿around 30ish.¿ using another recharger did not resolve the issues. There were no ins or pocket issues reported. It was discussed that the pocket had been the same since the first implant. The manufacturer representative indicated that the patient had lost 40 pounds in the last 6 months when the recharging issues had been since implant on (B)(6) 2013. It was discussed that the pocket size being larger previously could have resulted in a flip and it was also discussed that scar tissue maybe playing a factor with the depth. The patient could not wear a belt due to their body shape and wears an abdominal binder for recharging. The hcp wanted to revise the pocket and change out the battery. The patient believed that their battery was bad. It was unknown when the revision would occur but the manufacturer representative stated that the battery would be sent back for analysis afterward.